Event description:
It was reported the patient's l3 drg lead had migrated. Surgical intervention was undertaken during which the lead was explanted, and patient's other 2 leads remain implanted. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). UDI is not available it was reported to abbott, a patient¿s ipg had issued the end-of-life message several months earlier. Also, one of 3 leads had high impedances. Surgical intervention was taken where the ipg was replaced. The l3 lead was found to be completely out of the foramen hence it was removed and not replaced. The l2 and l4 lead remained in situ. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.